Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. During implantation, the pump was not working properly and was successfully switched to another device. The survival outcome at explant noted the patient expired. Use of the device cannot conclusively be associated with the outcome. No patient harm related to the device was identified.

Manufacturer narrative:
The investigation for the reported pump did not start issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the product was visually inspected, and no abnormalities were observed. Cannula was visually inspected, and no kink was observed. No kink was observed using the borescope. The pump was then connected to the aic and ran at p-9. Flow values were within normal limits. Logs not available. Clinical details showed patient was on inotropes/vasopressors 1 hour before support. The root cause of the issue was patient condition related. This report is being filed as part of a retrospective review of historical records.